Event description:
It was reported that balloon rupture occurred. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon eight inflations at 10 atmospheres for 7 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.